Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the customer observed that when the air flow was it 0 liters per minute (lpm), the device read: 6 lpm. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
MFR site : updated contact info, date rec¿d by MFR : 08mar2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended the customer perform air flow accuracy testing to confirm if there's a flow sensor failure. The customer reports that the issue was resolved by replacing the flow sensor assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.